Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the tidal volume was not maintaining the device settings, and would slowly decrease during patient treatment. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. No part was changed and no new events on this ventilator have been reported until this date. Evaluation of the received device logs shows a matching event on the reported event day. At september 15 during the time period 08:23 to 07:31 the day after, had several alarms for low tidal volume. The trend log also shows a gradually lower inspiration tidal volume during the first part of the ventilation. During simulated use tests in the ventilation mode bivent/aprv (two time-cycled pressure levels/airway pressure release ventilation) and the same settings as the customer. We could experience the same clinical alarms and a similar behavior as in the event, when the resistance after the y piece is increasing. This behavior is according to design and a expected consequence of the selected ventilation mode. Our conclusion in this matter is that the ventilator has working as expected and there has been a growing resistance after the y piece.

Event description:
It was reported that the tidal volume was not maintaining the device settings, and would slowly decrease during patient treatment. Importer ref. #:(B)(4). Manufacturer ref. #: (B)(4).